Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient developed an infection at incision site and extrusion of receiver stimulator. Subsequently, the patient was treated with oral and topical antibiotics (specific date and duration not reported); however, the issue could not be resolved and resulting in the decision to explant the device. The device was explanted on (B)(6) 2026. There are no plans to reimplant the patient with a new device as of the date of this report.